Event description:
Affiliate reported that after a MRI, it was noted through x-ray that the direction of the indicator showed the nonstop area, between 30mmh2o and 200mmh2o. The programmer was able to reprogram the pressure normally. A revision was not performed.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.